Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The physician elected to continue to monitor the patient. No additional information was reported.